Event description:
--

Manufacturer narrative:
Three weeks later the lead was surgically abandoned due to previously reported impedance issues. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high impedance measurements greater than 2000 ohms and increased thresholds, however the lead was sensing well. Technical services was contacted and discussed the lead safety switch feature and potential concerns for lead function with high impedances and noted it's physician's on how to follow. No adverse patient effects were reported.

Manufacturer narrative:
As of this report, the lead remains in service. Should additional information become available, this report will be updated.